Manufacturer narrative:
The download data from the returned device showed that no hazard alarms had been generated by the pod. Inspection found no issues that would contribute to the generation of an alarm. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which allowed fluid to leak from the pod. The exact timing and cause of the soft cannula damage could not be determined.

Event description:
It was reported that the patient's blood glucose level reached over 250 mg/dl. The patient experienced a hazard alarm while priming the pod. The device was worn for less than 1 hour. Details regarding treatment were not reported.